Event description:
The reporter stated that on (B)(6) 2013, the spouse requires to receive an in-home injection every two weeks. On (B)(6) 2013, the spouse received the injection. The nurse pulled out the syringe after administration and the needle was gone. They searched for the needle and it was not found. The spouse was instructed to go to the ER where the doctor performed x-ray. The needle was not seen in the spouse. There have been no problems since the incident.

Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined. Unable to perform complaint history check as the lot number is unk. This device incorporates a needle that retracts after injection and is often mistaken by lay users as the needle breaking off.